Manufacturer narrative:
The device was received and evaluated. The formed needle tip was bent back. The environmental seal was puckered. It could not be determined when this damage occurred. Blood was noted on the adhesive pad. Fluid leaked from the reservoir, at the opposite side from the fill septum. It could not be determined when this damage occurred or if this affected the ability of the pod to deliver insulin while the pod was worn. An 0x1c alarm was generated indicating that the pod had reached its maximum time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported the patient's blood glucose (bg) rose to 305 mg/dl. The pod was worn for between 36 and 48 hours. There was reportedly bleeding and swelling at the infusion site (leg).